Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection of the returned needle-pro samples using 10 times magnification, did not reveal any defects or anomalies. Lot release records were reviewed and the product lot met all acceptance criteria. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that medication leaked from the side of the needle during injection and no medication was injected in the patient. The syringe was found to have a crack at the base of the needle. No patient injury was reported.